Event description:
It was reported to medtronic minimed that the customer experienced a keypad anomaly, the keypad responded but it took so long to respond. The customer also reported a crack from the back to the front of the insulin pump that affected the insulin pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for cosmetic damage and customer reported that the cosmetic damage affected pump's functionality and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the keypad anomaly as the customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Proceed it by cutting unit open and performing a visual inspection of connectors and the electronic stack. No damage or moisture noted to keypad assembly, electronic assembly, or the keypad traces, and j1 connector on pcb1 was locked properly during visual inspection. The following cosmetic damages were noted: unit was received with scratched case, cracked case, cracked battery thread, cracked battery tube, cracked corner of belt clip rails, missing serial label, missing display window cover, cracked central keypad, stained keypad overlay, and pillowing keypad overlay. In conclusion, customer concerns of a cracked pump were confirmed when a cracked battery tube, cracked corner of belt clip rails, cracked case, and cracked battery thread were noted. However, customer concerns of keypad anomaly were not confirmed. All buttons are functioning properly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.